Event description:
During the transfemoral tavr procedure, the delivery system balloon burst during post dilation of a sapien xt valve in a previously implanted surgical valve. The procedure was performed under general anesthesia. The right femoral artery (rfa) was preclosed with 2 proglides, then a 16fr. Esheath was inserted. The bav was performed using an opta pro 8 x 2 balloon. The 23mm nf+/sxt was prepared with nominal volume, then positioned with the bottom of the xt valve, 1-2mm below the bottom of the ce valve. The sapien xt valve was slowly deployed under rvp. Approximately 2cc of contrast solution was left in the atrion syringe when flaring of the sapien xt outflow was appreciated under fluoro. It was decided to post-dilate the sapien xt valve to flare inflow. Ds was re-advanced across the xt valve, positioned ventricular (proximal marker was placed inside outflow of xt valve) and post-dilation x1 was attempted using full atrion volume (17ml). Once the balloon reached full volume, it ruptured due to sharp calcification in the lvot. Tee showed trace pvl and no central leak. The delivery system was retracted into the sheath, and both the sheath and delivery system were removed as a unit. The rfa was closed utilizing the crossover technique and indwelling proglides. Final runoff angio performed with brisk flow was noted. The patient left the room extubated and in stable condition. The balloon burst was attributed to the patient¿s calcified lvot.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences inside the sheath. A separated piece of balloon was also returned. Follow-up with the hospital indicated that the balloon piece was likely torn during the delivery system removal from the sheath on the table post procedure. Upon visual inspection of both the balloon catheter and the collected balloon section it was unable to be determined if a radial or longitudinal balloon burst had occurred due to the condition of the returned balloon. No pieces of balloon were missing and no surface scratches or defects were observed on the balloon. No visual abnormalities were noted. No applicable functional testing could be performed due to the condition of the returned device (balloon tear). For dimensional analysis wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall thickness specification during manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint of the balloon burst was confirmed, however no manufacturing non-conformances were found in the returned sample. Available information suggests patient factors (calcification) contributed to this event. Per the complaint report, ¿once the balloon reached full volume, it ruptured due to sharp calcification in the lvot¿. It should be noted that the valve was successfully deployed with ¿trace pvl and no central leak¿ with the patient in a stable condition and that ¿the balloon burst was attributed to the patient¿s calcified lvot¿. No manufacturing non-conformities or IFU/training inadequacies were identified. Review of the complaint history for (B)(4) 2014 revealed that the occurrence rate for novaflex+ balloon bursts exceeded the control limits. As a result, the complaints were evaluated to determine if there was a true trend of events with the same root cause. No trends were identified. Therefore, no action is required at this time.